Manufacturer narrative:
(B)(4). MDR report key/report number (B)(4).

Event description:
Maude report: it was reported "silicone o2 tubing noted to have hardened and was switched out for new tubing. Wound rn's assessed patient and identified: left ear - top of ear, state iii, previous pressure injury; bottom/middle, new pressure injury due to o2 tubing, stage ii - offload and apply soothe and cool". Patient condition unknown at time of report.

Manufacturer narrative:
Qn# (B)(4). MDR report key/report number 11514842. Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturer (shengyurui medical) reports: "since the customer did not provide defective samples, no abnormality was found in the first retained sample of this batch of products after checking, and the products met the relevant registration requirements. The preliminary analysis is not in accordance with the principle of disposable use (results show that the plasticizer in the raw pvc after several times of alcohol disinfection can accelerate the migration. This product is disposable, do not recommend repeated use." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Maude report: it was reported "silicone o2 tubing noted to have hardened and was switched out for new tubing. Wound rn's assessed patient and identified: left ear - top of ear, state iii, previous pressure injury; bottom/middle, new pressure injury due to o2 tubing, stage ii - offload and apply soothe and cool". Patient condition unknown at time of report.